Manufacturer narrative:
The device was returned to the manufacturer. Visual examination under magnification showed that the lens could be identified as a tecnis multifocal. The lens had been cut and scratches are present. The scratches can be caused by, but not limited to the implantation system, explant process and manufacturing. Using a non-validated implanter system can cause damage to the iol. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): enlarged incision and removal and replacement of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed including non-conforming materials reports, sterilization records, environmental monitoring records, and process and/or material changes; all were within specifications and there were no deviations or non-conformances noted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after an intraocular lens (iol) had been placed in the patient's eye, a scratch was noticed on the surface. The incision was enlarged and the iol was removed and another lens implanted during the same procedure. The patient was reported to be doing fine. The reporter could not confirm if user error was a factor in the scratch but it is noted that a non-approved cartridge was used in the procedure.